Event description:
Additional information received reported that the infection was diagnosed on (B)(6) 2011. The symptoms of infection were redness, pain, and incisional wound opening. The primary location of infection was the device pocket. A culture was obtained from the device pocket and had no growth. The patient was treated with IV antibiotics. No explant was reported to have occurred. It was noted that the infection had resolved.

Event description:
It was reported the device needed to be removed due to infection. The explant was scheduled for (B)(6) 2011. The reporter noted the device had been working. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093-28, lot #v840219, implanted: (B)(6) 2011, programmer: model 3037, serial #(B)(4).